Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer stated when she attempts to bolus, the pump stops half ways and it alarms no delivery. Customer also mentioned they have had issues with high blood glucose. Customer also mentioned the pump alarmed motor error. The customer's blood glucose was 167mg/dl. The customer stated they have treated with insulin pump. The insulin pump passed displacement test and self-test. Customer stated the cannula's were sometimes bent. Advised customer to follow the heath care provider indications.